Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for actual exchange purge and proport valve tests. The active exhalation control module was replaced to resolve this issue on the device. Additional findings not related to the malfunction/issue include no bellows and bellow clip, damage to the front enclosure and on top by the handle, and missing rubber feet on the device. The inlet air path assembly, removable air path foam, bellow, and bellow clip were replaced on the device. The customer does not want any other repairs done to the unit and it will be returned unrepaired.